Manufacturer narrative:
Three unused returned graft segments of the implanted graft were evaluated by co consulting pathologist. A copy of that report is attached. The mfg batch records for the device were reviewed. The batch records were not atypical-there are no similar incidents against this batch. Gross description: rec'd in formalin are three segments of dacron vascular graft. One segment measures 8.0 cm in length by 2.0 cm in diameter. The other two segments measure up to 8.4 cm in length by 1.0 cm in diameter. The outer surfaces are dull and show no signs of blood or tissue components. On section, no blood or tissue components are identified on the luminal surface of the dacron graft segments. Microscopic description: sections of a hemashield vascular graft are identified with an intact collagen coating. The collagen coating is present on the luminal surface, outer surface, and within the interstices of the vascular graft. No blood or tissue elements are identified. Summary: a hemashield vascular graft with an intact collagen coating is identified. No blood or tissue elements are identified.

Event description:
The graft was placed in the patient, the aortic clamp released and the graft "seeped" approximately 200-300 cc of blood throughout its surface for 5-10 minutes, whereupon the graft became blood-tight on its own. The graft was left in. There were no complications to the patient. No further information is available.